Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to sepsis leading to multi-system organ failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient came in hypoxic requiring 12 l of oxygen. All sepsis workup was negative. The patient required intubation and then dialysis, but the family did not want to proceed with dialysis and the patient was made dnrcc-a. The patient expired on (B)(6) 2020 due to sepsis of unknown origin leading to multi-system organ failure. It was reported that the outcome was not device-related. The device operated as intended and would not be returned. There is no product available for investigation. The heartmate ii lvas IFU lists sepsis and various forms of organ failure as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines care instructions in reference to preventing infection. Heartmate ii lvas patient handbook, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient developed sepsis of unknown source of sepsis. Death was not device related. Patient came in hypoxic requiring 12 l of o2. All sepsis work-up negative. Required intubation and then dialysis, but family did not want to proceed with dialysis. Made patient do-not-resuscitate comfort care-arrest dnrcc-a). Patient expired due to sepsis which lead to mutli-system organ failure. It was reported that the device operated as intended. The device will not be returned for evaluation.